Manufacturer narrative:
The investigation has been completed for the reported issue of saturated flow. The device was returned for evaluation. The root cause of the saturated flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, saturated flows were observed. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.